Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing due to programming of the device. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.